Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) shaft seal out of position. Full lead returned and analyzed. There was blood/body fluid in/on the helix mechansim (sleeve head) and distal conductor (not obstructed).

Event description:
It was reported that during the implant attempt, there was positioning/fixation difficulty, and the helix could not be extended or retracted. No patient complications were reported as a result of this event.